Manufacturer narrative:
(B)(4) concomitant medical products: articular surface with segmental hinge post size c 20 mm height, item#: 00585003020, lot#: 62225153. Distal femoral component for cemented use only in the USA size c right, item#: 00585001302, lot#: 62649393. Stem collar 35 mm o.d. For use with 16 mm or smaller diameter segmental stems, item#: 00585204035, lot#: 62954564. Fluted stem extension straight precoat 14 mm diameter 190 mm length, item#: 00585205214 lot# :60852720 polyethylene insert size c, item#: 00585001395, lot#: 63204132: report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately three years and eight months' due to patellar pain. There is no additional information available at this time.

Manufacturer narrative:
Upon receipt of additional information it was determined that this item was reported in error. Additional information received indicates this event is not related to an issue with the implanted product. The surgeon attributes the cascade of events to the fracture sustained from falling on the ice that resulted in altered bone healing / patient anatomy complications.

Event description:
Upon receipt of additional information it was determined that this item was reported in error. Additional information received indicates this event is not related to an issue with the implanted product. The surgeon attributes the cascade of events to the fracture sustained from falling on the ice that resulted in altered bone healing / patient anatomy complications.